Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received readings of 368 and 366 mg/dl. The normal control range was 110-159 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.